Event description:
Related manufacturer report number 1627487-2022-01255, 1627487-2022-01257. It was reported that the implantable pulse generator was inoperable. It is unknown when the patient lost therapy. Two leads also migrated. The system was explanted, and a new system was implanted. There were no complications. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.